Event description:
It was reported that the bd emerald¿ - 3-piece syringe experienced liquid silicone in the distal part of the syringe. The following information was provided by the initial reporter, translated from french to english: in an intrathecal injection setting, 100-150¿l of liquid silicone in the distal part of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2110260. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, we were able to confirm the reported defect of silicone presence. Silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. The correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. We believe that due to a temporary issue in the siliconization process, excess silicone was added to the affected product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe experienced liquid silicone in the distal part of the syringe. The following information was provided by the initial reporter, translated from french to english: in an intrathecal injection setting, 100-150¿l of liquid silicone in the distal part of the syringe.